Event description:
A customer contacted beckman coulter inc., (bec) and reported that a puddle of clenz (cleaner) was observed under the left side of the coulter lh 500 hematology analyzer toward the back along with an instrument computer lock-up. The customer discontinued use of the instrument after the leak was discovered and the instrument computer failed to reboot. The customer was wearing personal protective equipment (ppe), consisting of a lab coat, glasses, and gloves. There was no exposure of the fluid to mucous membranes or open wounds. No one sought medical attention. The material safety data sheet (msds) was not reviewed for this event. The lab's exposure control/risk management plans are in place. Patient results were not affected and there were no reports of death, injury or affect to patient treatment.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011. The fse indicated the issue was a clenz leak and computer not booting up. The fse discovered that the instrument had locked up during a cycle, and had flooded the vacuum pathway with cleaner. The fse cleaned up the spill and dried out the pathway and vacuum trap jar. This allowed the compressor to reach operating range allowing the instrument computer to boot as expected. Qc is in range and the instrument is operating as expected. Root cause is attributed to a computer lock-up during the clenz cycle which flooded the vacuum system. (B)(4).